Manufacturer narrative:
The user facility submitted medwatch 5108488 for this event. The specific occurrence date is unknown; however, the reporter stated that this occurred over the last year. The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the septum of three 150ml intravia bags was pulled out when the needle was removed. This issue occurred during media-fill testing. There was no patient involvement. No additional information is available.